Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the on (B)(6) 2025. On (B)(6) 2025, the patient finished work and drove home while his cgm was at 110 mg/dl. The patient bought donuts and did a pre-bolus to cover but did not eat them. When the patient arrived home his cgm was around 69 mg/dl. His speech was slurred and he was asking for oranges. The patient's mother gave him fruit and then found the patient in the room twitching on bed (10 min elapsed). The patient's mother was unable to take bg because the patient was seizing. The cgm value was 80 mg/dl at that time. The patient's mother gave the patient nasal spray and glucagon. After glucagon treatment the bg was 45 mg/dl. The patient's mother called emts and they arrived in 7 minutes. When they arrived the patient was vomiting. No cgm value was provided when emts arrived. Emts took a bg and it was 40 mg/dl at approximately 1:45pm. En route to the hospital (20 minutes later) the bg was 141 mg/dl, then 7 minutes later at the end of ride the bg was 47 mg/dl. In the ER, a bg was done and the bg was 47 mg/dl. The cgm reading at the time was not confirmed by the parent. The patient was admitted to the ER. A heart scan was done and results were normal. The patient was given "d10 drip" for a whole day then discharged on (B)(6) 2025 once they were stable. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed . The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.